Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time..

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017. Blood glucose value at the time of admission was 800 mg/dl. Customer was nauseous and getting high blood glucose readings of 250 mg/dl, 279 mg/dl and 287 mg/dl. The customer had difficulty filling and changing reservoir. She accidentally put an empty reservoir that caused her blood glucose to rise. Customer declined to trouble shoot for high blood glucose. The customer also reported having keypad anomaly. The customer was instructed to observe if time of the insulin pump was advancing. Customer was able to press the buttons and there was no frozen display. Customer was advised to discontinue use of insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.